Manufacturer narrative:
(B)(4). Concomitant medical products: 814550042, cortical bone scr 5.0mm x 42mm, nm08921twa. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned by patient.

Event description:
It was reported a patient underwent a procedure to remove a fractured femoral nail. Patient was reported to have been non-compliant. No further information has been reported.

Manufacturer narrative:
The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x rays. From review of the x rays by a healthcare professional, and it was found that the fracture of the reported nail is confirmed, along with radiolucency suggestive of loosening. DHR was reviewed and no discrepancies relevant to the reported event were found. It was reported by the surgeon that the patient may have been non-compliant and that his may have contributed to the reported issue, however a definitive root cause cannot be determined with the information available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.